Manufacturer narrative:
Concomitant medical products: 694765, lead; implanted: (B)(6) 2010 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to shortness of breath. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited far field r-wave (ffrw) and t-wave oversensing (twos) was seen on stored electrograms (egm) triggering atrial tachycardia (at) / atrial fibrillation (af) detections. It was noted that the patient also has a left ventricular assist device (lvad) implanted. The lead remains in use. No patient complications have been reported as a result of this event.